Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of hyphema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system. Warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported there was an absence of the safety stop normally present on the tip of the 27g needle upon opening the xen®45 gts box. Due to surgical manipulation, bleeding in the anterior chamber was noted. After physician tried to implant gel device into the left eye, "it was noticed that one half of the gel device was in the corner, while a second half was still in the injector." Surgery was completed with another xen.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No retention plug was returned on the unit or in the packaging and a partial implant was still in the injector. The partial portion of the implant was examined under magnification. It was observed that one side of the implant has evidence of a breakage. The reported complaint was confirmed due to the retention plug was not received in the unit or in the packaging and the partial gel stent was in the injector. The manufactured xen systems are 100% inspected in-process at manufacturing under magnification to ensure that the xen implant is properly loaded into the injector and the retention plug is placed on the needle. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported there was an absence of the safety stop normally present on the tip of the 27g needle upon opening the xen45 gts box. Due to surgical manipulation, bleeding in the anterior chamber was noted. After physician tried to implant gel device into the left eye, "it was noticed that one half of the gel device was in the corner, while a second half was still in the injector." Surgery was completed with another xen.